Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2014 due to poly wear and osteolysis. The acetabular cup and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 11 states, "wear and/or deformation of articulating surfaces." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, the wear and osteolysis of the component was confirmed. However, the root cause of the event could not be determined.